Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Analyst commented, rv pace impedance steady at 560 ohms through (B)(6) 2015, begins to vary between 114 ohms and 531 ohms starting week of (B)(6) 2015 then stabilized again from (B)(6) 2015 until began to have similar variation with measurements less than 200 ohms. Rv pace impedance steady at 560 ohms through (B)(6) 2015, then some impedance measurements began to drop out of range less than 200 ohms starting week of (B)(6) 2015. Polarity switch occurred on (B)(6) 2015. High count of low impedance paces since switch. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) showed a 'polarity switch' alarm for the right ventricular (rv) lead. Additional information revealed that the polarity switch already occurred. However, the polarity switch did not solve the issue, since the impedance values remained intermittent and low. Recommendation was made for rv lead evaluation and/or lead replacement. The rv lead remains in use, and no patient complications have been reported as a result of this event.